Manufacturer narrative:
The radio frequency pic failed self-test alarm was due to faulty connector and or radio frequency board. The device was received with cracked case at the display window corner, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm on their insulin pump. The customer states they have cleared the alarm, but it continues to alarm. The customer's blood glucose level at the time of incident was 150mg/dl. Troubleshooting was conducted, and the device is being replaced and returned for analysis.